Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set adhesive tubing caught and adhesive removed event on 28-nov-2025. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.